Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken conductor wire at the weld in the distal end. The instrument failed the electrical continuity test. The internal wire was not exposed. No signs of thermal damage were observed. For clarification, the conductor wire lost the connection to the tip inside the yellow plastic part. This results in energy delivery failed and made the wire become loose at the distal end. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula instrument did not coagulate properly. The procedure was completed with no reported injury.